Event description:
The patient was admitted for elective spine surgery. An intra-arterial right radial artery line was placed for monitoring. In the pacu, the nurse discontinued the catheter and noticed the catheter was not intact. Diagnostic studies were completed and confirmed retained intraluminal radial artery catheter. The patient was returned to the operating room for a radial arteriotomy; retrieval/removal of the catheter and closure of the arteriotomy site under intravenous sedation. The patient was transferred to the recovery room and discharged to home (B)(6) 2012. The catheter was inserted without difficulty on initial attempt, immediate flashback/no resistance noted.